Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that patient underwent a revision procedure wherein the ipg was replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo a revision procedure.